Manufacturer narrative:
Hospital retained device.

Manufacturer narrative:
The reason for this revision surgery was due to chronic dislocation after 6 months of patient use. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The hospital kept the device; it was not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 22997 showed (B)(4) parts (part number: 51000010-30) reworked due to a visual non-conformance. Ncmr 23073 showed (B)(4) parts (part number: 508-00-000) reworked due to a packaging issue. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing chronic dislocations. The surgeon removed all of the parts and implanted new parts.